Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning and the elevator wire was found to be cut with a bent part due to handling issues. In addition, water tightness was lost due to deformation of the up/down and right/left knobs, the objective lens had a scratch and a chip, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the image guide protector was shaved, there was a dent in the forceps channel port, the grip had a dent, the scope connector had a scratch, the suction cylinder was shaved, the control unit had a scratch, switches 1 and 2 had scratches, switch 3 had a cut, the protector on the control section side of the universal cord was shaved, the protector of the universal cord on the scope connector side was sticky, the universal cord had a scratch, the coating on the universal cord was peeling, the scope connector had a scratch, the universal cord was deformed, the plastic distal end cover was worn, the adhesive around the light guide lens was discolored, switch 1 did not work due to wear, the forceps did not rise at all and the raising angle was out of specification due to a cut on the elevator wire, the bending angle in up/down/right/left direction did not meet standard value due to wear of the angle wire, and the play of the up/down and right/left knobs was out of standard value due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the elevator wire was found to be cut during receipt inspection. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator and the elevator wire was found to be cut with a bent part. This report is being submitted for the malfunction found during evaluation (foreign material and elevator wire cut with bent part). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported events is likely due the strand was cut due to fatigue breakdown by repeated operation of forceps elevator or, likely due to inappropriate reprocessing, foreign material around forceps elevator could not be removed completely. The event can be detected/prevented by following the instructions for use which state: inspection of the forceps elevator mechanism. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. Brush the forceps elevator. During leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus. Olympus will continue to monitor field performance for this device.